Manufacturer narrative:
On (B)(6) 2019, mentor received additional information regarding date of explantation. The patient had the implant explanted on (B)(6) 2019. The suspected medical device was returned for evaluation. On (B)(6) 2019, the investigation on the suspected medical device was completed. Investigation summary: during evaluation of the device, a crease was observed on the posterior aspect. Also, a tear was observed within the crease measuring approximately 0.2 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/21/2019, it was found that the follow-up report (follow up number 1) was not marked for required intervention. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the previous supplemental report did not include a due date. The due date should be (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 350cc mentor smooth round moderate profile saline breast implant, catalog #: 3501655, serial #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a revision breast augmentation with a 350cc mentor smooth round moderate profile saline breast implant and experienced postoperative left-sided deflation. The diagnosis was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.